Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The device was interrogated again which resolved the issue.